Manufacturer narrative:
Unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. Motor passed motor test. Unit had cracked battery tube threads, reservoir tube lip, scratched reservoir tube window, lcd window, case and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 141 mg/dl. Troubleshooting was performed. The device was returned for analysis.